Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station not powering on and identified that the controller board on drawer 2.1 was preventing startup. A field service engineer (fse) replaced the controller board and tested the system using the hardware test application, confirming that all functions were operating properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to turn on, when attempting to access the station, the screen was blank and a clicking noise was heard. The user attempted to reboot the station, but the issue persisted. However, there were no delay to patient care and adverse events or injuries reported based on this incident.